Event description:
It was reported that the left ventricular (lv) lead exhibited possible loss of capture and unstable thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: 694765 lead, implanted: (B)(6) 2009, dtma1d1 crt-d, implanted: (B)(6). If information is provided in the future, a supplemental report will be issued.